Event description:
It was reported that this pacemaker exhibited a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and suspect integrity issue with rv lead. The device remains in service. No adverse patient effects were reported.